Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# 5092-52. The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable pacing lead product ID 419678 implanted: 2010 (B)(6); implantable pacing lead product ID 5076-45 implanted: 2010 (B)(6); implantable defibrillation lead product ID 694758 implanted: 2010 (B)(6). (B)(4).